Event description:
Customer reported blood glucose results of 472 mg/dl and 114 mg/dl within 10 mins on the aviva system. Customer did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.